Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage post-op. It was reported that the patient underwent tha on (B)(6) 2021. Recently, patient felt discomfort in the position of right hip surgery, then came to the hospital for examination and x-ray was taken on (B)(6) 2022. After surgeon's check and evaluation, there was a crack on the ceramic liner (as shown in the x-ray photo). Then the revision surgery was completed on (B)(6) 2022. During the reversion surgery, the broken liner was replaced by a new ceramic liner. The patient is still in the hospital right now. Doi: (B)(6) 2021, dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x ray/photographs were reviewed. Based on the photo evidence provided, complaint is confirmed. It is observed that ceramic insert was fractured into several pieces. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the ceramic insert belongs to the shop order 7011476516. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device (121881754/9573381) product and lot numbers, and no non-conformances were identified.

Event description:
Additional information received indicated that there was no surgical delay reported.